Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected section: d4-UDI#. The device was returned to the factory for evaluation on 02/16/2026. An investigation was conducted on 02/17/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and the returned power supply vh-3010 at level 3.0. The device failed the pre-cautery test; the device did not power on at all. No further testing was conducted due to the device not powering on. Based on the returned condition of the device as well as the evaluation results, the reported failure "intermittent loss of power" was confirmed. An supplier quality evaluation was conducted. The complaint was confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 vdc +/- 0.05 vdc low current output: 4.0 amps dc +/- 0.05 amps dc high current output: 6.0 amps dc +/- 0.05 amps dc the complaint vasoview hemopro power supply was tested using a precision fluke multimeter model 8846a (bmram ID# 14287) and the complaint lab's hemopro power supply test box, mcv00010390. The test results were as follows: no load voltage output: 0.00 vdc (failed test) low current output: 0.00 amps dc (failed test) high current output: 0.00 amps dc (failed test) the complaint vasoview hemopro power supply failed all three output tests confirming that this power supply is malfunctioning and unable to deliver energy. Additionally, it was observed during the testing, that the led power-on indicator and the tool-detect led indicator located next to extension cable connector were not illuminating. A supplier investigation was conducted on 3/25/2026. . Investigation of the boards found no issue with either the analog (prt0402) or digital (prt0403) boards. There was no output voltage originating from the internal power supply board (prto108) when tested. Inspection of the ips showed no obvious signs of damage or missing components. There is no root cause of the specific nature of the problem with the ips. Ips boards are designed by bear power supplies and require further investigation from them in order to identify the specific failure and cause. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported intermittent output from the t.w. Power supply during a procedure. The customer used an different device to complete the procedure. No patient adverse effects were reported.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.